Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve was successfully implanted close to the base of a pre-existing non-edwards valve. The patient became hypotensive and tachycardia, leading to cardiac arrest. The patient was intubated and given full resuscitation care. The right coronary artery was noted to be occluded and was subsequently stented. When the patient was stabilized, there were further hypotensive episodes. Echo report showed no pericardial effusion, but a new onset of severe mitral regurgitation. The patient was also experiencing diastolic desynchrony as the leaflets of the non-edwards valve were preventing adequate coronary perfusion during diastole. Two pigtail catheters were placed across the non-edwards valve keeping the leaflets open, and another 23 mm sapien 3 ultra valve was opened, and the leaflets were dissected to create a 23 mm stent. The 23 mm sapien 'stent' was implanted into the non-edwards valve with good results. The patient remained stable post procedure and was doing well. Per report, the patient had a pre existing non-edwards valve in the ascending aorta that embolized into the sinus of valsalva/sinotubular junction on the non-coronary cusp side causing right coronary artery obstruction leading to a cardiac arrest. Therefore, the non-edwards valve had to be pulled upwards into the ascending aorta with its base protruding into the sinus of valsalva. The patient made a full recovery and 5 days later was brought back for the tavr procedure with the 23mm sapien 3 ultra valve.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (diastolic desynchrony as the leaflets of the non edwards valve were preventing adequate coronary perfusion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.